Event description:
The customer reported to olympus, when switching on the high frequency unit "esg-400", the device displayed error code e433. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Error e433 was not observed at the time of inspection. The error log could not be checked. The device evaluation found the device displayed error code e111 due to a defective motherboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e433 could not be determined. Evaluation was unable to reproduce the reported error. Olympus will continue to monitor field performance for this device.